Event description:
Case description: investigation results: suspect product: novopen 4, batch number: bug1850. The product was not returned for examination. The complaint had been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the function: cannot deliver and piston rod: defective were found. The batch documentation has been reviewed. Nothing abnormal was found. Suspect product: mixtard® 30 hm penfill®, 50 u, qd (35 u morning,,15 u night) ongoing, batch number: sr7x137. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Since last submission the case has been updated with the following information: investigation results updated. Manufacturer comments updated. Suspect device expiration date added. Age at time of event updated. Suspect product in section c updated. Manufacturer comment: 15-aug-2017: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill hm(ge) (insulin human). Evaluation summary novopen® 4 - batch bug1850, inv-0339034: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Inv-0339038: the batch documentation was reviewed. No abnormalities relating to the function : cannot deliver and piston rod : defective were found. The batch documentation has been reviewed. Nothing abnormal was found.

Event description:
Hyperglycaemia [hyperglycaemia]. Pen does not inject insulin as the piston rod strucked in its mechanical part [device issue]. Case description: study ID: (B)(6). Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 155 cm. Patient's weight: (B)(6). Patient's bmi: (B)(6). This serious solicited report from (B)(6) was reported by a consumer as "hyperglycaemia" beginning on (B)(6)2017 , "pen does not inject insulin as the piston rod strucked in its mechanical part" with an unspecified onset date and concerned a (B)(6)-year-old female patient who was treated with mixtard 30 penfill hm(ge) (insulin human) from unknown start date, for about 5 years and ongoing due to "type 1 diabetes mellitus", novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". Medical history included type 1 diabetes mellitus (duration not reported), hypercholesterolaemia, hypertension and thrombosis. The patient performed catheter in the heart during the use of insulin. (Details not provided). Concomitant medications included - plavix (clopidogrel bisulfate), x tension plus (hydrochlorothiazide, irbesartan) ongoing. On (B)(6)2017, the patient's blood glucose level was high and post prandial blood glucose was 560 mg/dl on (B)(6)2017. On an unknown date, the patient found her pen does not inject insulin as the piston rod strucked in its mechanical part. Action taken to mixtard 30 penfill hm(ge) was not reported. Action taken to novopen 4 was not reported. The outcome for the event "hyperglycaemia" was reported as not yet recovered. The outcome for the event "pen does not inject insulin as the piston rod strucked in its mechanical part" was not reported. Reporter's causality (mixtard 30 penfill hm(ge)) - hyperglycaemia: probable. Pen does not inject insulin as the piston rod strucked in its mechanical part: unknown company's causality (mixtard 30 penfill hm(ge)) - hyperglycaemia: unlikely. Pen does not inject insulin as the piston rod strucked in its mechanical part: possible. Reporter's causality (novopen 4) - hyperglycaemia: probable. Pen does not inject insulin as the piston rod strucked in its mechanical part: unknown company's causality (novopen 4) - hyperglycaemia: possible. Pen does not inject insulin as the piston rod strucked in its mechanical part: possible. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill hm(ge) (insulin human).